Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose was 496mg/dl. Although requested, the customer declined troubleshooting.